Event description:
We believe a portion broke off approximately 1 cm deep in an obese pt. Received message that the piece was successfully removed from the pt.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time, for eval. A lot history review (lhr) is not possible, as no manufacturing lot number has been provided by the complainant.